Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had a blank screen. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer stated that exposure to moisture was the significant event leading to the keypad issues. Due to the blank display, the customer could not verify if the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with missing segment/partial display due to cracked and bleeding lcd glass. No blank display noted. Unable to perform operating current and functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify button error alarm or button keypad anomaly due to missing segment. Also, unit had corroded keypad traces, severely scratched lcd window, scratched case, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker. No moisture damage on electronic assembly during visual inspection.